Event description:
A physician reported four denali set screws backed-out post-operatively leading to revision surgery. This record captures the fourth of the four set screws.

Manufacturer narrative:
Correction to d.3. And g.1.: updated from 'stryker spine- leesburg' to 'k2m, inc.' Upon review of provided x-rays, it was observed that bilateral screws at the caudal end of the construct disengaged from their associated rods. There was no issue found with the fourth denali set screw. Therefore, this device is concomitant.

Manufacturer narrative:
Return status of the device/devices is currently unknown.

Event description:
A physician reported four denali set screws backed-out post-operatively leading to revision surgery. This record captures the fourth of the four set screws.